Event description:
It was reported that during a surgery, the physician used the octad model lead with the straight and bent stylet and was unable to get the stylet into the lead. The physician changed the lead to a pisces model and completed the operation without further incident. No further details, patient symptoms or outcome were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).